Event description:
The customer reported that when attempting to acquire a 12 lead ECG, only lead iii was displayed. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that when attempting to acquire a 12 lead ECG, only lead iii was displayed. There was no negative pt impact. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.